Manufacturer narrative:
Section h4: corrected information. Manufacturer's investigation conclusion: although the reported low speed and pump stop event was confirmed through the analysis of the submitted log file, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. The submitted log file contains data from (B)(6) 2020 through (B)(6) 2020. The pump appeared to function as intended, above the low speed limit until (B)(6) 2020 at 12:57:37 am, when a low speed advisory alarm was observed. The low speed advisory progressed into a hazard alarm and the pump stopped. Low flow hazard alarms were also observed during these events. The captured events occurred when the patient was supported by the mobile power unit. Following the pump stop event, the pump returned to set speed and remained above the low speed limit for the remainder of the file. Based on heartmate ii complaint history and similarly reported events, the events captured in the log files appear potentially consistent with a driveline wire issue; however, a specific cause for the event cannot be conclusively determined through the evaluation of the returned driveline. A distal-end driveline replacement was performed on (B)(6) 2020 under work order #: (B)(4) and approximately 17¿ of the external portion of the driveline was returned for evaluation. The pins of the metal connector appeared free from deformation. The replaced driveline was tested for electrical continuity in the condition that it was received and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. No damage was observed to the outer silicone jacket. Upon removal of the outer silicone jacket, no damage was observed to the bionate layer. Visual inspection of the metal braided shield revealed breakdown located at the terminus of the distal end bend relief. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of an y of the driveline wires. Following the driveline repair, the patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient was monitored overnight and discharged if no more alarms occurred. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) with no further reported issues. The heartmate ii lvas IFU rev. C. Is currently available. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. Heartmate ii lvas patient handbook rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported during log file analysis, 2 low flow alarms, 2 pump off alarms, and 2 low speed advisories were observed on (B)(6) 2020 around 12:57am. Speed drops were as low as 0 rpm. The patient reported that he did not recall hearing the alarms but the alarms occurred in the middle of the night. This type of behavior has been linked to potential issues with the percutaneous lead. The issues appeared to only be occurring while the vad was connected to the mpu and/or power module. Technical services repaired the driveline on (B)(6) 2020. Most of the external portion of the driveline was replaced with no issues. Patient was placed on a grounded patient cable after the repair and the alarms did not return.